Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture."

Event description:
Patient reported a left side rupture diagnosed by ultrasound. Patient later reported implant is on "recall" and experiencing "stress." Patient additionally reported, "have silicone with in my body which is unable to be removed which I was informed about from medical staff." The device remains implanted.

Event description:
Patient reported a left side rupture diagnosed by ultrasound. Patient later reported implant is on "recall" and experiencing "stress." Patient additionally reported, "have silicone with in my body which is unable to be removed which I was informed about from [medical] staff." The device has been explanted.

Event description:
The device has been explanted.